Event description:
Empyema [empyema]. Turbid synovial fluid [synovial fluid analysis abnormal]. Hyperthermia [joint warmth]. Swelling/oedema [joint swelling]. Cased description: spontaneous report received on 02-sep-2010 from a physician regarding a female, patient, of unknown age, initials, and relevant medical history. The patient received the last injection of synvisc into the ankle joint on (B)(6)-2010. Starting on an unknown date, the patient experienced swelling and "hyperthermia". On (B)(6)-2010, the patient went to the hospital for consultation, where "steadying of the joint" was performed and antibiotics were administered. Due to persisting symptoms, video arthroscopy was performed on (B)(6)-2010 and the beginning of empyema was noticed. The diagnosis of moderate oedema was made. There was no redness present. There was turbid synovial fluid present, for which lavage was performed. This second arthroscopy was performed on an unknown date. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown. The qa (quality assurance) investigation results were received on 03-sep-2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
No patients were adversely affected by the event.

Manufacturer narrative:
The investigation of the patient samples verified the user's results. The differing results were caused by different test designs. A large proportion of the fibrin degradation products consist of high molecular weight x-oligomers. The roche tina-quant d-dimer assay has a strong affinity for these high molecular weight degradation products. The lia test measured all fragments of d-dimer. The d-dimer assay met specification and no malfunction was identified. No patients were adversely affected and no adverse events were reported.

Manufacturer narrative:
On (B)(4) 2010, the user received a questionable d-dimer result for one patient sample. The d-dimer measured on the cobas 6000 was 0.23. The sample was sent to another hospital and the d-dimer measured on the stago analyzer was 1.42. At the doctor office few days earlier, the d-dimer result was 2.15. No units of measure were provided. The patient had arrived at the hospital with the diagnosis dvt.

Event description:
Health care facility reported that a pt had developed a raised and reddish area that was burning and itching, under the tegaderm chg gel pad. Per the health care provider, the irritated area of skin appeared to be of scar tissue surrounding the PICC. The dressing was exposed to moisture (diaphoretic). The use of the dressing was discontinued and the PICC line/catheter was removed at the ER. The facility reported that the pt's condition had improved.

Event description:
The user received erroneous d-dimer results from the cobas 6000 c501 when the results were compared to results from a c111 analyzer and a stago analyzer. Of the data provided, the results for seven samples were discrepant. The results listed below are the result from the cobas 6000 c501, result from the c111 analyzer, and the result from the stago analyzer. No unit of measure was provided. Sample 1: 1.20, 1.22, 3.52. Sample 2: 0.40, 0.39, 9.13. Sample 3: 1.95, 1.86, 2.79. Sample 4: 1.32, 1.28, 3.29. Sample 5: 2.68, 2.66, 3.23. Sample 6: 7.51, 7.58, 9.04. Sample 7: 1.78, 1.58, 5.37. No information was provided to determine if erroneous results were reported outside of the laboratory or if the patients were adversely affected. The d-dimer reagent lot number was 626291.